Manufacturer narrative:
This report is submitted on march 01, 2024.

Event description:
Per the clinic, the patient experienced pain at the implant site due to an extrusion of the electrode lead at the incision site. The patient was treated with oral antibiotics (specific date and duration not reported) and subsequently underwent a revision surgery (specific date not reported) to place the electrode lead in the mastoid cavity. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.